Manufacturer narrative:
Low bg issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button is no longer functional. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer indicated that they will continue to use the pump for insulin therapy. In addition, it was reported that the customer experienced low blood glucose (bg) levels (52 mg/dl). Reportedly, low bg's are due to the customer's activity during physical education. Customer drank juice to bring bg levels back to target range.